Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/21/2021. H.6. Investigation: one un-retracted unit, an opened package, and three photos were received by our quality team for evaluation. Upon initial inspection of the device, the needle was partially retracted, and it was identified that the force required to pull the needle back is higher than normal. During this retraction, it was identified that the washer does not move around the needle as observed during proper retraction. The needle assembly was then removed from the catheter adapter assembly and retraction was performed. The high retraction force was observed indicating that the defect is likely due to the needle and washer interaction as the only interaction remaining. A bent needle can be removed as a potential cause as no bends or abnormalities to the needle were identified. This leaves washer insertion and placement as well as raw material issues with both as a potential root cause. In order to further inspect the defect, the needle and washer were removed from the tip shield. Typically, when the needle is removed, the washer can fall out of the tip shield; however, in this case, it was noticed that the washer is lodged into the tip shield and force is required to remove it. Once the washer was removed, the tip shield was inspected and found to have been deformed and a piece of plastic from the tip shield was stuck between the tip shield and washer opposite the damage. This is very likely the result of the washer being angled creating misalignment and higher forces between the needle and washer when performing retraction as experienced by the customer. The DHR for lot 1035170 has been reviewed. No related quality issues or process deviations were found. H3 other text : see h.10.

Event description:
It was reported that nexiva 24ga 0.75in y had resistance. The following information was provided by the initial reporter: when drawing the finger grip backward, the hcp felt resistance.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 24ga 0.75in y had resistance. The following information was provided by the initial reporter: when drawing the finger grip backward, the hcp felt resistance.